Event description:
It was reported through the results of a clinical trial that approximately five months and thirteen days post an index procedure completion using a drug coated balloon catheter, the subject had an adverse event of ¿stenosis segment beyond the left upper extremity fistula, small pseudoaneurysm in the avf¿. Reportedly, the adverse event was not related to device and procedure but definitely related to av access circuit. It was further reported that a standard pta and lutonix dcb was used during re intervention in the target lesion on cephalic vein with initial stenosis of 80% and final residual stenosis of 30%. The re intervention was successful and no new access was provided. It was reported through the results of a clinical trial that approximately eleven months and two days later post the procedure it was reported that avf pulsatile and has poor flow. There was no reported patient injury. It was reported through the results of a clinical trial that approximately eleven months and two days post an index procedure completion using a drug coated balloon catheter, the subject had an adverse event of ¿thrombosed avf¿. Reportedly, adverse event was possible related to the device, definitely related to the av access circuit but not related to the procedure. It was further reported that a standard pta and other dcb was used during re intervention in the target lesion on cephalic vein with initial stenosis of 80% and final residual stenosis of 30%. The re intervention was successful, and no new access was provided.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (prc; onu), b5, g3, h6 (patient, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: h11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D2b (prc; onu). D4 (medical device catalog #, unique identifier (UDI) #), g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately five months and thirteen days post an index procedure completion using a drug-coated balloon catheter, the subject had an adverse event of "pulsatile lue avf, vf 142 ml/min". Reportedly, relationship of the adverse event was not provided. The subject underwent av access circuit re-intervention.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately five months and thirteen days post an index procedure completion using a drug-coated balloon catheter, the subject had an adverse event of ¿pulsatile lue avf, vf 142 ml/min¿. Reportedly, relationship of the adverse event was not provided. The subject underwent av access circuit re-intervention.

Event description:
It was reported through the results of a clinical trial that approximately five months and thirteen days post an index procedure completion using a drug coated balloon catheter, the subject had an adverse event of "stenosis segment beyond the left upper extremity fistula, small pseudoaneurysm in the avf". Reportedly, the adverse event was not related to device and procedure but definitely related to av access circuit. It was further reported that a standard pta and lutonix dcb was used during re intervention in the target lesion on cephalic vein with initial stenosis of 80% and final residual stenosis of 30%. The re intervention was successful and no new access was provided. It was reported through the results of a clinical trial that approximately eleven months and two days post an index procedure completion using a drug coated balloon catheter, the subject had an adverse event of "thrombosed avf". Reportedly, adverse event was possible related to the device, definitely related to the av access circuit but not related to the procedure. It was further reported that a standard pta and other dcb was used during re-intervention in the target lesion on cephalic vein with initial stenosis of 80% and final residual stenosis of 30%. Additional information was received, stating that subject had adverse event cephalic vein stenosis. The adverse event was possibly related to device, not related to procedure and definitely related to av access circuit. The re intervention was successful.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.